Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery use count not increasing after a no external power alarm, which was caused by a power outage, was not confirmed. The provided event log file contained data spanning approximately 1 day (06jun2023 ¿ 07jun2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events were observed throughout the data, and the reported event date of 07may2023 was unable to be observed within the event data. The provided periodic log file was also reviewed; however, the earliest recorded event date within the periodic data was 28may2023, and no atypical events were observed. A log file that was extracted and reviewed under a separate event while this system controller was in use was also observed. The patient¿s backup battery use count was observed to be 8 uses throughout the data recorded in this log file on 29mar2023. The patient¿s backup battery use count within the log file provided under this event is 10 uses, indicating that the system controller is counting backup battery usages properly. The system controller was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance qa specifications. The heartmate 3 patient handbook (rev. D) tells users that the backup battery will operate the system in events where external power is lost from the system controller. The patient handbook also instructs users on how to properly charge and maintain the backup battery (section 2 ¿how your heart pump works¿). The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's controller would be monitored for further issues.

Manufacturer narrative:
D4: device serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a no external power alarm on (B)(4)2023 while connecting to their mobile power unit due to a power outage; the patient immediately switched to battery power. The patient was asymptomatic. The clinical engineer checked the system monitor history during an outpatient visit, and it appeared that the backup battery (ebb) count did not increase during the power outage event. Log file analysis did not capture a no external power event on (B)(4)2023; the ebb use count was not incremented at this time.